Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained a new set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation: the device was returned to zoll medical united kingdom for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, shock testing, pacing testing, and electrical safety testing without duplicating the report. All buttons and alarms worked as intended during functional testing. An internal inspection of the device found no discrepancies. The activity log was reviewed for the reported event date and observed five successful shocks with energy being delivered. There was one observed charge button press with no followed shock button press. In order for the r series to deliver energy, a user must press the shock button. The device was recertified and returned to the customer. No trend is associated with reports of this type. The pads used during the reported event were not returned as part of this investigation. The clinical file was not available for review.